Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 23 mg/dl. Customer¿s blood glucose level was 76 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with ambulance. Customer stated that the insulin delivery was suspended due to sensor glucose value. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.